Event description:
The customer reported that their pump was not delivering, but pt did not have any alarms. The lead screw test was performed. The device was clicking, but the lead was not moving from the original point. During the call the customer was hospitalized for pneumonia and high bgs.